Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening central aortic insufficiency (cai) is unknown, but could be related to structural valve deterioration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through partners two registry, three years post procedure, the patient had 4+ central ai due to degenerative changes of the aortic prosthesis. There is no indication that intervention was required.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening central aortic insufficiency (cai) is unknown, but could be related to structural valve deterioration. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf and hyperlipidemia could have contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through partners two registry, three years post procedure, the patient had 4+ central ai due to degenerative changes of the aortic prosthesis. Per tte performed three years post procedure, the aortic valve had thickened/degenerative leaflets, reduced leaflet mobility, moderate stenosis> mismatch (valve area of 1.1-1 .26 cm2, area index 0.67-0.77 cm2/m2) and unrestricted leaflet mobility. Severe 3-4+ central (56% of ai) and posterolateral paravalvular insufficiency (regurgitant orifice area 31 mm2, volume 56 ml and fraction 53%) with posterior wall hugging orientation and austin flint murmur. Per the echo review, now severe ai (both central and paravalvular, mostly central). Possible etiologies include thrombosis of leaflets causing dysfunction vs degeneration of prosthesis. The tee didn't identify thrombus but "it is known that a small/thin thrombus layer may be missed by tee". Therefore, the physician advised her to try a therapeutic trial of anticoagulation and repeat 2d-echo in 3 months. If ai improves with anticoagulation, that supports the theory of thrombosis and would consider anticoagulation long term if tolerated. If the ai doesn't improve after 3 months of anticoagulation, that would support the theory of leaflet degeneration as etiology and would consider discussion about tavr with valve-in-valve procedure. The patient is willing to start anticoagulation. The patient will get an echo in 3 months and meet with the physician. If ai is better, she will continue anticoagulation and the physician would like to see her in 1 year for her partner trial yearly follow up with echo at that time.

Manufacturer narrative:
Update to describe event or problem indicating that seven months later, a valve-in-valve procedure was performed and a sapien 3 valve was placed inside the sapien xt valve with good results, no pvl and no central leak.

Event description:
As reported through partners two registry, three years post procedure, the patient had 4+ central ai due to degenerative changes of the aortic prosthesis. Seven months later, a valve-in-valve procedure was performed and a sapien 3 valve was placed inside the sapien xt valve with good results, no pvl and no central leak. Per tte performed three years post procedure, the aortic valve had thickened/degenerative leaflets, reduced leaflet mobility, moderate stenosis> mismatch (valve area of 1.1-1 .26 cm2, area index 0.67-0.77 cm2/m2) and unrestricted leaflet mobility. Severe 3-4+ central (56% of ai) and posterolateral paravalvular insufficiency (regurgitant orifice area 31 mm2, volume 56 ml and fraction 53%) with posterior wall hugging orientation and austin flint murmur. Per the echo review, now severe ai (both central and paravalvular, mostly central). Possible etiologies include thrombosis of leaflets causing dysfunction vs degeneration of prosthesis. The tee didn't identify thrombus but ¿it is known that a small/thin thrombus layer may be missed by tee¿. Therefore, the physician advised her to try a therapeutic trial of anticoagulation and repeat 2d-echo in 3 months. If ai improves with anticoagulation, that supports the theory of thrombosis and would consider anticoagulation long term if tolerated. If the ai doesn't improve after 3 months of anticoagulation, that would support the theory of leaflet degeneration as etiology and would consider discussion about tavr with valve-in-valve procedure. The patient is willing to start anticoagulation. The patient will get an echo in 3 months and meet with the physician. If ai is better, she will continue anticoagulation and the physician would like to see her in 1 year for her partner trial yearly follow up with echo at that time. Seven months later, a valve-in-valve procedure was performed and a sapien 3 valve was placed inside the sapien xt valve with good results, no pvl and no central leak.